Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens. Iol was explanted due to incorrect power. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Method: lens work order search. Results: visual inspection of the returned product found the iol is cut in three pieces. The optic and both plate haptics are torn. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).